Event description:
A director of surgical services reported "footswitch issues" during a cataract procedure. After a 20 minute delay, the surgeon was able to complete the procedure without patient harm.

Manufacturer narrative:
The company representative examined the system and confirmed system messages "detent failure" and "footswitch not connected". The company representative replaced the footswitch cable. The system was then tested and met product specifications. The replaced footswitch cable was returned for in-house evaluation. Investigation including root cause analysis is in progress. (B)(4).